Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the connector cable for the driver displacement indicator (ddi) printed circuit board (pcb) was not fully inserted and was at an angle and the unit was due for the 6k preventative maintenance procedure. The fsr replaced the ddi pcb and completed the 6k preventative maintenance procedure. The fsr performed the patient circuit calibration and the performance check. The unit meets manufacturer specifications. The suspect component has returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that when the end-users paused the piston by depressing the start/stop button while the unit was pressurized, the piston did not restart when the start/stop button was pressed a second time. The reported issue occurred while the ventilator was in use on a patient. There was no patient harm/injury. The ventilator was replaced with another unit. The customer was not able to replicate the reported issue.

Manufacturer narrative:
Correction: parts were returned for evaluation. It has been identified that the part returned to the manufacturer for evaluation was not related to the reported issue and were just related to servicing of the device.